Event description:
It was reported that customer's insulin pump alarmed button error. Customer's blood glucose is 4.4 mmol/l. The buttons were not responding. Customer replaced the battery and the device alarmed. The buttons are still unresponsive and customer cannot clear the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 error, test and displacement test. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing.